Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered a crack in the reagent probe pump panel tubing. The fse replaced the tubing and decontaminated the water system. The fse then ran a system check and controls, all of which were within range. It was also discovered that the customer was not centrifuging patient samples according to the tube vendor specifications. The cause of the discordant, falsely elevated troponin result is unknown, as it is unknown if the crack in the reagent probe pump panel tubing contributed to the discordant result. The cause of the patient sample tubes being centifuged outside of the tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun in duplicate on the same instrument and resulted lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.